Manufacturer narrative:
Complaint could not be confirmed in regards to the ar-6480. The console was functioned with fresh tubing sets at both ports for five minutes. No irregularities were noted. A clamp test was run, and the pressure alarm rang as intended. When functioned with the returned ar-6420 tubing set, the ar-6480 console functions halted, as the pressure sensor was tripped upon the start of the trial by the presence of the collapsed neoprene sleeve inside the drip chamber of the tubing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a left shoulder arthroscopy procedure, the anesthesia provider noted an alarm went off due to increased peep (ventilation machine). An intervention was immediately done, all staff stopped. At the same time, the surgeon noticed increased swelling evident at the or site and on the left side of the patient¿s chest. Upon auscultation, there was decreased breath sounds on the left side. The surgery was halted and an x-rayed was ordered stat. Atelectasis was confirmed and the patient was extubated and transported to pacu. Pacu then stabilized the patient and the patient was discharged later that evening. No rep was present.